Event description:
It was reported that during a pulse field ablation procedure, the tip of a non-medtronic guidewire became trapped in left atrial tissue. It was reported that while attempting to remove the guidewire, cardiac tamponade occurred and pericardiocentesis was performed. The case was completed. It also was reported that hospitalization was extended after the pericardiocentesis and the patient outcome was alive with injury. No further patient complications have been reported as a result of this event. On 2026-07-06, it was later reported that the patient was alive and hospitalized for one week.

Manufacturer narrative:
Continuation of d10: product ID: pscc100, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.